Manufacturer narrative:
(B)(4).

Event description:
A resolute integrity (rx) drug-eluting stent was being used to treat a lesion. The device was removed from packaging per IFU and inspected prior to use with no issues noted. It is reported that the stent came off the balloon. No resistance was encountered when advancing the device. Excessive force was not used during delivery. No patient injury was reported.

Manufacturer narrative:
The stent had displaced proximally from the balloon and was situated on the distal shaft immediately proximal to the proximal balloon bond. Crimp impressions were visible on the exposed balloon surface. The displaced stent had deformation to the 1st and 25th stent segments with struts slightly raised. The 11th, 12th and 13th stent segments were bunched and raised. The hypotube was kinked 10.7cm, 60.8cm and 77.5cm distal to the strain relief. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.